Event description:
There was a spontaneous system error. Biomed had sequestered the pump, then risk released pump to biomed to test. The department sent the module pump with no pcu (brain). Biomed is not able to acquire event log without the brain. Biomed replaced the membrane on module, performed pm, and all tests passed with no errors. The pump returned to service.